Event description:
New information received noted that the right ventricular lead inhibited pacing due to over-sensed noise. The lead was capped on 13 dec 2021 and replaced. The patient was in stable condition post-procedure.

Event description:
It was reported that the asymptomatic patient presented for remote follow up via merlin.net with episodes of sensing noise exhibited by the right ventricular lead. Programming changes were made. The patient was in stable condition.